Event description:
It was reported that the pt's leads were starting to erode through his back incision and the device pocket was showing signs of infection. The pt was treated with perioperative antibiotics. The pt did not have meningitis. The symptoms of infection were drainage, pain, and incisional wound opening. The primary location of infection was the device pocket and the lead track. It is unk if any cultures were obtained. The pt was treated with oral antibiotics. The infection resolved. The hcp reported that the pt may have had a possible allergic reaction to the coated leads. Reference MFR report #6000153200800551, 6000153200800552.